Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables that can influence pitch cable failure. A review of the instrument log for the instrument (pn 420318-07/lot # n10190520 460) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sh0659. The instrument had 3 uses remaining after last use. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, movement on the small grasping retractor instrument did not work. The instrument had a loose cable. The procedure was completed using a back-up instrument with no reported injury.